Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure, that there was a problem with the helix during the implant attempt, and the lead was not used. The helix did not appear to work properly. There were no patient complications reported as a result of this issue.